Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer rebooted when the ear, nose & throat (ent) software application was launched during testing. The cause of the reported event was a software issue with the operating system. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient identifier not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Computer upgraded. No parts have been received by manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, after the surgeon registered the patient, the monitor unexpectedly displayed no input detected. The navigation system was re-booted twice, however, the issue persisted when turning on the system. In trouble-shooting, the medtronic representative confirmed the digital visual interface (dvi) cable on the back of the monitor was fully seated. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.